Event description:
The needle was bent in 90° [needle issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns adverse events needle issue and no adverse event in a female patient (age and race not reported) from the united states. The patient's age at the time of experience was not reported. On 10-dec-2024, amneal pharmaceuticals received information from the pharmacist via telephonic call concerning above mentioned event experienced by the patient while on amneal's medroxyprogesterone acetate. The patient started therapy with medroxyprogesterone acetate injectable suspension 150 mg/ml (ndc: 70121-1480-1, batch no: 240076, and expiration date: feb-2026) (frequency and therapy date were not reported) for unknown indication. Concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. It was reported that, on an unknown date the consumer received sealed medication box and on an unknown date she opened the medication box, while administration she observed that the needle was bent in 90 degree (perpendicular angle). Last action taken with medroxyprogesterone acetate to needle issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of needle issue and no adverse event was unknown. The reporter causality for the events of needle issue and no adverse event was not reported. This case was considered serious. The reportability of this case was expedited.

Event description:
The needle was bent in 90° [needle issue], no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns adverse events needle issue and no adverse event in a female patient (age and race not reported) from the united states. The patient's age at the time of experience was not reported. On 10-dec-2024, amneal pharmaceuticals received information from the pharmacist via telephonic call concerning above mentioned event experienced by the patient while on amneal's medroxyprogesterone acetate. The patient started therapy with medroxyprogesterone acetate injectable suspension150 mg/ml (ndc: 70121-1480-1, batch no: 240076, and expiration date: feb-2026) (frequency and therapy date were not reported) for unknown indication. Concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. It was reported that, on an unknown date the consumer received sealed medication box and on an unknown date she opened the medication box, while administration she observed that the needle was bent in 90 degree (perpendicular angle). Last action taken with medroxyprogesterone acetate to needle issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of needle issue and no adverse event was unknown. The reporter causality for the events of needle issue and no adverse event was not reported. This case was considered serious. The reportability of this case was expedited. This significant follow up (#1) information received on 20-feb-2025. New information received includes qa investigation report, attached with this case. The complaint sample was returned to amneal on 17-jan-2025. During the investigation it is confirmed that: 1. The packaging processes of batch 240076 were conforming. No record found in relation to the problem statement. 2. The related material batches used on the manufacturing of batch are compliant and have been used for the manufacture of other released final units. 3. Retention samples of the final product and reference samples of the needle batch were visually inspected and found conforming. 4. Batch record documentation with no issues. 5. Break/loose and average gliding force test (part of release testing) reviewed with compliant results. After finishing investigation, it was concluded that issue is not likely to have occurred during manufacturing process performed in farmalan premises. Bearing in mind all the previous information, batch 240076 maintains its status as conforming as it has no impact on product quality, efficacy or safety. The units that are in the market and that have already been released are not impacted for this complaint. Last action taken with medroxyprogesterone acetate to needle issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of needle issue and no adverse event was unknown. The reporter's causality for the events of needle issue and no adverse event was not reported. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.